Event description:
As the coil was advanced through the microcatheter, it was no longer observed on fluoroscopy. The physician flushed the catheter inside the patient to locate the coil but it was not observed. The physician is uncertain if the coil detached prematurely inside the aneurysm or not. It was reported that continuous flush was not maintained but three coils had successfully been deployed with out issue prior to the use of this coil. The physician used another coil of the same size to complete the procedure. The patient was subsequently discharged with no clinical consequence due to this event.

Event description:
As the coil was advanced through the microcatheter, it was no longer observed on fluoroscopy. The physician flushed the catheter inside the patient to locate the coil but it was not observed. The physician is uncertain if the coil detached prematurely inside the aneurysm or not. It was reported that continuous flush was not maintained but three coils had successfully been deployed with out issue prior to the use of this coil. The physician used another coil of the same size to complete the procedure. The patient was subsequently discharged with no clinical consequence due to this event.

Manufacturer narrative:
The pusher wire was returned for analysis. Visual inspection found that it was kinked. The detachment zone was still present. A microscopic examination of the pusher wire showed that no part of the coil was left on the detachment zone. The pet tubing that attaches the pusher wire to the coil was missing. This would only occur if the coil was rotated or if the coil experienced a large force to remove it from the detachment zone. From the information provided there was no issue with the coil before deployment. Therefore, based on the investigation and information available the most likely a root cause of the event is related to operational context. (B)(4).